Manufacturer narrative:
Corrected sections as of 09-mar-2020: h10: most likely underlying root cause corrected from "mlc-61: improper use mishandled by end user" to "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test".

Manufacturer narrative:
Sections with additional information as of 28-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: customer reported 2 other devices used in this event and it is reported in MDR#1000113657-2020-00039 and 1000113657-2020-0040. Report 1 of 3.

Event description:
Consumer reported complaint for low blood glucose test results; consumer has three truemetrix meters and only had two available at time of call. Father is calling on behalf of the customer, his (B)(6) year old daughter. Father stated result of 40 mg/dl fasting using the truemetrix meters had been obtained, but that daughter had been at a normal range. Father did not provide customer¿s expected fasting blood glucose test result range. Father stated that at times the truemetrix meters gave normal result but that daughter had been shaky. No symptoms at time of call were reported. Customer's parents had taken daughter to pediatrician to verify results based on her symptoms. Father was very upset and did not provide any further information.